Event description:
It was reported that a patient underwent a hip surgery on an unknown date and barbed suture was used. It was reported that within a total hip arthroplasty, both needles popped off the suture with very little force. No adverse impact patient/user. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/3/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when did the needles pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - needles pulled off during suturing within first passes. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.